Event description:
On (B)(6) 2023, a physician reported that a 180 pound, 53 year old male patient was diagnosed with an epidural abscess and then had a subsequent 2 level hemilaminectomy a week after the mild procedure. The procedure was performed on (B)(6) 2023 and the sites treated were at the bilateral l3/4 & bilateral l4/5. An epidural was performed at the l4/5 site using loss of resistance. The procedure was reportedly performed without issue in a usual manner. The physician reported that the patient went to the hospital, was discharged on (B)(6) 2023, and is currently doing fine. It should be noted that this patient reportedly has had healing issues post-surgical procedures and takes prednisone every day.